Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27 & 24mm watchman laa closure device & delivery system (wds) were used. The first closure device (27mm) was positioned in the laa, but was too proximal and did not meet release criteria. The second device the 24mm wds was implanted and released in the laa successfully. A few hours after the procedure was completed a transthoracic echocardiogram (tte) showed that the device had embolized. The patient went immediately under cardiac surgery and the device was successfully removed. The patient is stable and there have been no further complications.